Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Analysis found inner insulation being damaged at the suture sleeve tie-down region due to being tied too tight at 15.0 cm and 25.0 cm from the connector pin.

Event description:
This report is to advise of an event that was observed during analysis.